Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary foley catheter inserted according to proper technique with 10 ml in the balloon no drainage, irrigation possible. Catheter removed. Second catheter inserted no drainage irrigation possible; when staff attempt to remove the water from the balloon, catheter collapses.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Use luer tip syringe to inflate with stated ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Recommended inflation capacities: 5cc balloon: use 10ml sterile water. Do not exceed recommended capacities. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary foley catheter inserted according to proper technique with 10 ml in the balloon no drainage, irrigation possible. Catheter removed. Second catheter inserted no drainage irrigation possible; when staff attempt to remove the water from the balloon, catheter collapses.